Manufacturer narrative:
(B)(4). Device is not available for evaluation. Unique device identifier (UDI): (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. The tip separation, difficulty removing and subsequent treatments are due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 6.0x80 supera stent was placed at the chronic total occlusion lesion in the iliac artery. The deployment steps were performed, but the supera stent came out of the iliac artery during retraction of the stent delivery system (sds). The stent was free floating in the abdominal aorta and the tip of the sds separated in the lesion. The stent was retrieved and removed from the anatomy with a goose neck snare. The tip of the sds was covered with a second supera stent deployed in the iliac artery. There were no adverse patient effects. No additional information was provided.